Event description:
It was reported this balloon ruptured during dilatation of an extremely calcified popliteal artery. During withdrawal of the balloon catheter, the balloon material became inverted over the distal tip of the catheter resulting in withdrawal difficulties. The pt underwent surgical retrieval of the introducer sheath and balloon catheter. The pt's condition is good. The device is not available for eval. Therefore, no failure analysis is available. It was indicated this device was used to dilate an extremely calcified lesion which is not an indicated use of this device. Co believes this factor contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "not recommended for use in calcified lesions."